Event description:
The pt's mother reported the pt experienced elevated blood glucose of 326-366 mg/dl on (B) (6) 2010. The pt's parent injected insulin via pen to lower the pt's blood glucose levels and after 3 hours, blood glucose was again elevated to 200-250 mg/dl despite not eating. The pt switched to another infusion device and blood glucose levels decreased. The pt's average blood glucose level for that week was 190 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.